Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same pt as MFR report #: 2134265-2009-01133, -01134. Clinical trial. It was reported that during a percutaneous coronary intervention a dissection occurred. The right coronary artery (rca) lesions were crossed with a 0.014 pressure wire. Upon crossing the lesion, the pt developed "some" spasm in the rca. A 2.75x20mm maverick2 balloon was "quickly" advanced to predilate the vessel resulting in a spiral dissection in the distal portion of the mid rca lesion. A 2.75x38mm study taxus liberte stent was placed at 12 atm. Following stent deployment there appeared to be a small distal remnant of the original dissection which was treated with a 2.75x8mm taxus liberte stent. Final angiography showed no residual stenosis.